Event description:
Pt was scheduled to have two units of packed red blood cells administered on outpatient basis. The first unit of blood was hung. A fifteen minute check revealed no problems noted. At one hour, it was discovered that more blood was present in the blood bag. Upon investigation, the tubing to the cassette that inserts into the plum pump was reversed, causing the pump to flow the pt's blood back into the blood bag. The tubing was found to be configured backwards from the appropriate orientation. No alarms sounded as the pump was functioning properly. A total of 233cc's of blood had infused back into the bag. The pt did receive the appropriate units of blood following replacement of the tubing. There was no injury to the pt; however, the pt was observed overnight. Upon further query the following info was provided: the pt was scheduled to receive 2 units of prbc and platelets as an outpatient. They received a total of 2 units of prbc during this event. The pt was discharged home in 2005.